Manufacturer narrative:
Based on communication and photograph, this appears to be hydrostatically-induced blister formations caused by a combination of: increased lower-body venous hydrostatic pressure associated with reverse trendelenburg position. Uneven pressure applied to the skin by the wafflegrip pad may have created areas where transudation could more easily occur. The exceptional coefficient of friction of the wafflegrip pad may have created excessive sheer along the bony protuberances of the pelvis because the sheer force was applied to a relative small area in buttock-area in reverse trendelenburg. This is in contrast to the sheer force being applied to the entire flat back in regular trendelenburg position. We do not believe this was in any way associated with thermal injury as the wafflegrip pad is an accessory to the patient warming trendelenburg mattress.

Event description:
Patient received 2.5 hour case duration procedure (inguinal hernia and gastric sleeve) using reverse trendelenburg orientation on (B)(6) 2016. During a post-procedure follow-up visit (B)(6) 2016, the clinician observed two (2) waffle patterns from the wafflegrip stabilizing accessory (a300) on/above buttocks in areas of bony prominences of the pelvis. Clinician reported no life-threatening, permanent impairment or damage conditions, and no follow-up medical care was needed as a result of the event.